Event description:
THE PATIENT EXPERIENCED PERFORATION, PERICARDIAL EFFUSION, AND CARDIAC TAMPONADE, AND THEY LATER HAD PASSED AWAY. A VERSACROSS CONNECT LAAC ACCESS SOLUTION WAS SELECTED FOR USE DURING A WATCHMAN PROCEDURE. A PERICARDIAL EFFUSION (PE) FIRST OCCURRED DURING WATCHMAN SHEATH INSERTION AFTER A DIFFICULTY TRANSSEPTAL ACCESS. THERE WERE THREE TRANSEPTAL PUNCTURE ATTEMPTS. A PERICARDIOCENTESIS WAS PERFORMED AND DRAIN IN PLACE (A SMALL AMOUNT OF RED BLOOD WAS DRAINED). THE BLOOD THAT WAS REMOVED WAS RE-TRANSFUSED. THE PATIENT REMAINED STABLE, AND THE PE WAS CONFIRMED RESOLVED PER TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE). PROCEDURE CONTINUED, THE SHEATH WAS REINTRODUCED THROUGH THE LEFT ATRIUM (LA), AND THE WATCHMAN IMPLANT WAS ATTEMPTED WITH THREE RECAPTURES. A SECOND EFFUSION WAS NOTICED AFTER THIRD RECAPTURE OF THE DEVICE; IT PROGRESSED TO TAMPONADE REQUIRING A CARDIAC SURGERY. IMPLANT WAS ABORTED. THE PROCEDURE WAS CANCELLED. THE PATIENT WAS THEN HOSPITALIZED; THEY SUFFERED A STROKE AND PASSED AWAY AT THE END OF (B)(6) 2026. IT WAS MENTIONED THAT THE SEPTUM WAS REALLY THICK AND DIFFICULT TO CROSS. THE RF WIRE APPEARED TO CROSS ON THE THIRD ATTEMPT BUT IMAGING WAS CHALLENGING AND NOT CLEAR. IT WAS NOT POSSIBLE TO VISUALIZE TENTING PRIOR TO RF APPLICATION DURING TRANSSEPTAL. THE CARDIAC PERFORATION WAS NOTED FIRST AFTER TRANSEPTAL PUNCTURE AND SHEATH INSERTION, THEN LATER IN THE PROCEDURE AFTER DEPLOYMENT AND RECAPTURE. NO PE WAS NOTED ON THE ECHO BEFORE THE PROCEDURE.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS NOT AVAILABLE AT THE FACILITY. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION. GOOD FAITH EFFORT ATTEMPTS TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT ARE IN PROGRESS. IF FURTHER INFORMATION IS AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. THE FIELD DATE OF DEATH (B2) WAS ESTIMATED DATE SINCE THE DATE OF DEATH WAS NOT DISCLOSED.

Event description:
The patient experienced perforation, pericardial effusion, and cardiac tamponade, and they later had passed away. A VersaCross Connect LAAC Access Solution was selected for use during a Watchman procedure. A Pericardial Effusion (PE) first occurred during Watchman sheath insertion after a difficulty transseptal access. There were three transeptal puncture attempts. A pericardiocentesis was performed and drain in place (a small amount of red blood was drained). The blood that was removed was re-transfused. The patient remained stable, and the PE was confirmed resolved per Transesophageal Echocardiogram (TEE). Procedure continued, the WAS sheath was reintroduced through the Left Atrium (LA), and the Watchman implant was attempted with three recaptures. A second effusion was noticed after third recapture of the device; it progressed to tamponade requiring a cardiac surgery. Implant was aborted. The procedure was cancelled. The patient was then hospitalized; they suffered a stroke and passed away at the end of (b)(6)2026. It was mentioned that the septum was really thick and difficult to cross. The RF Wire appeared to cross on the third attempt, but imaging was challenging and not clear. It was not possible to visualize tenting prior to RF application during transseptal. The cardiac perforation was noted first after transeptal puncture and sheath insertion, then later in the procedure after deployment and recapture. No PE was noted on the echo before the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field H6.